Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a patient presented high lead impedance readings during a routine office visit. The patient was experiencing an increase in seizures that was below pre-vns baseline levels. There was no trauma or manipulation that could have contributed to the event. The patient was programmed off and underwent full revision in which the lead and generator were replaced. Good faith attempts to obtain additional information as well as the explanted product for analysis have been unsuccessful to date.